Event description:
It was reported that during a sigmoid colectomy procedure, the surgeon began to dial the device and it was initially difficult to dial down and then fire. When the device was opened, one-third of the staple line had malformed staples. Another device was used to complete the case. Surgery was prolonged forty mins. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 05/11/2009. Info anticipated, but unavailable at this time.